Event description:
The customer reported that the device was showing ok but had no voice prompts upon power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided technical assistance and recommended purchasing a replacement defibrillator as the device was out of warranty. The device was not returned to physio-control for analysis. Hence, a conclusive cause of the reported problem could not be determined.